Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation; it was discarded by the customer. No DHR review and failure analysis were possible since no lot number was provided. The reported condition could not be confirmed and no further analysis is possible. The root cause is undetermined. Linked to mfg report number number 2648988-2018-00031, 2648988-2018-00033, and 2648988-2018-00034.

Event description:
This is 2 of 4 reports. It was initially reported on (B)(6) 2018 by a sales representative on behalf of the customer that six ins9020 limitorr volume limiting evd needed to be replaced after they cracked at the point where the cerebrospinal fluid (csf) was transduced. All of the drains broke in the same point. It was unknown if the product did in fact malfunction as all of the drains were disposed of before they could be evaluated. Incident dates ranged from (B)(6) 2018. There was no patient injury reported. Additional information was received on (B)(6) 2018 indicating that the limitorr drains were cracking at the stopcock which was attached to the transducer. Additional follow-up information was received on (B)(6) 2018 stating that the stopcock broke after installation of the transducer a few days after. They broke at the same point and it was reported it seemed like the plastic gave way in these cases. Alcohol was used to sanitize the connection point. The transducer was manually hand-tightened. Additional follow-up information was received on (B)(6) 2018 stating that four patients were involved with limitorr drainage system breakage. The event occurred in the same time period in (B)(6) 2018. All four patients had positive cerebrospinal fluid (csf) however, only one patient acquired ventriculitis (manufacturer report number 2648988-2018-00031). For the patient in this report (manufacturer report number 2648988-2018-00035), the patient had confounding factors such as the patient was admitted with brain abscess or the timing of the ventriculitis was quite clear whether ventriculitis was related to the drainage system breakage. The providers replaced the device on this patient three (3) times. The patient was treated with antibiotics.